Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (d10). Correction to e3 and g2 (healthcare professional was inadvertently selected as the reporter's title and occupation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no abnormality was found during inspection at the olympus repair center. Thus, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation did not find any fault. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that a black screen was displayed after prolonged use of visera elite ii video system center. The problem occurred during a laparoscopic surgery. The patient was not under anesthesia. The facility finished the therapeutic procedure with a similar device. The field service engineer inspected the device onsite and the issue was not found. There were no reports of patient harm.